Event description:
According to the customer, two elevated accu tni results from two different ER pts were generated from an access 2 instrument. The results were reported out of the lab. The lab and the physician did not question the elevated results. Both pts presented with cardiac symptoms including chest pains, elevated ckmb results and appeared "very sick" per the customer. Both pts were admitted to the hospital. Physicians inserted swanz ganz catheters in both pts for monitoring. Both pt samples were sent to another facility and retested for accu tni. The accu tni results were within the normal range. A floor nurse requested the samples to be sent out to a reference laboratory for retesting after being informed that the access 2 instrument was down. The customer indicated that one of the pts was later diagnosed as ami positive.